Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A patient's mother called and reported she saw their neurologist back in december and was told her daughter has a lead disconnect. The mother then explained that on (B)(6) 2012, the patient was seen to have her device and the settings checked and the physician informed them that the "wires were detached". She stated that the physician kept referring to the chest area and she confirmed that the physician disabled the device that day by "turning off the output current". The mother also stated that the physician did not order any x-rays and informed the parents that they have to make a decision to have a replacement surgery or have the device entirely removed. The patient's mother reported that her child has cognitive medical issues and that it might be best if the device is explanted since the "wires have been detached" since december. She also stated that the patient has mitochondrial issues which make it difficult to undergo anesthesia. She reported that since (B)(6) 2012, she had noticed that her daughter does not cough when the magnet is swiped on her device whereas before, she was distinctly coughing every time the magnet was swiped over the device. She explained that this may have been the point in time that the device started not functioning but she was unsure. When asked about trauma or patient manipulation, the mother explained that there has not been patient manipulation but that patient had stabbed herself prior to (B)(6) 2012 with an empty catheter hoping to cure her keloid scars. The mother explained that the patient had keloid scarring at both the generator site as well as the lead site that required steroid injections and the patient had attempted to inject herself like the medical professionals used to do to try to cure her scars. Addressed in medwatch report number: 1644487-2013-01220. The mother confirmed that the catheter was empty and that nothing was injected but that the patient has severe cognitive issues and thought she was doing the right thing. The mother stated that this may have been a contributing factor as the device may have been affected by this trauma. The patient's mother reported that she was not sure the device really ever helped so not sure wants to reimplant or just remove. Good faith attempts have been made for further information and no further information has been received.